Manufacturer narrative:
The customer reported that they were not sure if their central station annunciated for an incident in which a patient expired. The customer waited 3 days before reporting the incident to philips. The customer care solution center representative instructed the customer on sending in the logs for review. A review of the central station alarm logs from 10/17/2015 for ch 324 from 09:06:52 until 09:14:32 indicated that there were 2 ***vtach; 2 ***brady; 4 ***vfib/tach and 3 ***asystole alarms, all of which were silenced at the central station. There is no data to support a philips device malfunction. No further action or investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were not sure if their central station annunciated for an incident in which a patient expired.